Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (battery charger problem-not working) has been confirmed. Upon eval the power supply connector would not stay connected to the charger due to recessed connector pins. The cause for the damaged connector and recessed pins cannot be positively determined. No adverse event resulted from the damaged power supply connector. The pt received a replacement battery charger/modem.

Event description:
A pt svc rep (psr) contacted zoll customer support, while fitting a (B)(6) male pt, to report the pt's battery charger/modem produced a strange noise and the backlight was not working. The pt was issued a replacement battery charger/modem.